Manufacturer narrative:
Continuation of d10: product ID a820 lot/serial#: unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that they had done a refill today and all programming up to date. The new alarm date (B)(6) 2025.the caller stated she had synced the handset to the pump and it was showing her the previous alarm date and will not update. The caller also has noticed the communication from the pump to the handset takes a very long time and sits at 91% completed forever. The agent had the caller check the pump status again to check all programming for accuracy. The agent assisted the healthcare provider in clearing the patient data service memory data from the handset. The caller resynched and communication was much quicker, but was still showing the old refill date. The agent then had the caller interrogate the pump and enter a period in the note filed and update the pump. The caller then resynced with the handset, and the alarm date was accurate.